Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in renal artery. After a non-bsc guidewire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the inflation, the balloon was not fully inflated and once deflated. The device was removed from the patient and it was noticed that the balloon appeared to be slightly ruptured. The procedure was completed with a 4x20mm coyote balloon catheter. There were no patient complications nor injuries reported.